Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right atrial lead; the lead also exhibited low impedance. It was noted that the ventricular lead exhibited varying capture thresholds. The patient was asymptomatic to the event and was in stable condition. The physician elected to take no action at this time and would continue to monitor the patient.